Event description:
Adverse event(s): "no patient involved" (no patient involvement). Product problem(s): "eyetracker monitor problem" (image display error). A sales trainer reports the eyetracker monitor does not display the eyetracker image. This happened during training and no patients were involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).